Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. Optical signal issue: data logs were reviewed and lt log of case. Placement signal repeatedly out of range to 3000 with repeated placement signal not reliable (psnr) alarms. 5s optical parameters were reviewed and signal-to-noise ratio (snr) in lt log is continuously low, light is stable, lamp is slightly variable around 100%, contrast barcoding slightly, and gain is stable. Rt log at beginning of case at first instance of psnr alarm shows raw optical sensor railing negative at time of alarms. 30 second window of first rt log shows raw optical sensor going out of range repeatedly. Lt log of beginning of case while pump is on the automated impella controller (aic) shows low snr occurring with pump. No psnr alarms were triggered. Pump contrast also barcoding slightly. Clinical details noted that when psnr alarm occurred, pump position was confirmed and placement signal (ps) waveform was still present on aic at time of alarm. The root cause of the optical signal issue cannot be definitively determined as no product was returned for evaluation and limited clinical details were provided. An additional failure mode of "high purge pressure" was added based on voice of customer. High purge pressure: data logs were reviewed and lt log at time of purge issue shows gradual increase in purge pressure over a period of 6 hours with a drop in purge flow, purge pressures remaining high for approximately 14 hours before a sudden resolve in purge pressure over approximately 5 minutes. No motor current spike was observed in logs prior to rise. Clinical details noted that high purge pressure alarms occurred over a month into support and tissue plasminogen activator was administered, however, was not noted if it resolved the issue. The root cause of the high purge pressure cannot be definitively determined as no product was returned to confirm cause of issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had an impella 5.5 support ongoing for 26 days when the optical signal was lost. The pump remained on for support despite the loss of signal. Care was eventually withdrawn, and the patient expired.